Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of a port placement procedure, the guidewire was allegedly broken. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one j-tip guidewire was returned for evaluation, and one photo was provided for review. Visual and dimensional evaluations were performed on the returned device. Uncoiling and stretching were noted throughout the distal portion of the guidewire. The photo shows uncoiling of the guidewire. Therefore, the investigation is confirmed for the identified stretched issue. However, the investigation is unconfirmed for the reported fracture issue as no evidence of the reported guidewire fracture was noted upon sample evaluation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of a port placement procedure, the guidewire was allegedly broken. The procedure was completed using another device. There was no patient contact.